Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. As a proactive measure replaced battery charger. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a "charger failed" message. There was no report of pt injury.